Event description:
The manufacturer received a voluntary medwatch (mw5115836) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging episodes of decrease lung function, constant upper respiratory symptoms, copd, chronic cough and shortness of breath. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
Hold for em the manufacturer previously reported information on a voluntary medwatch (mw5115836) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging episodes of decrease lung function, constant upper respiratory symptoms, copd, chronic cough and shortness of breath. Medical intervention was not specified. The manufacture previously reported the become aware date, event date, and date received by the manufacture as 3/27/2023. The due date was also previously reported as 4/6/2023. This report has updated the become aware date, event date, and date received by the manufacture to 3/24/2023. The due date has been updated to 4/23/2023.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5115836) in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging episodes of decrease lung function, constant upper respiratory symptoms, copd, chronic cough and shortness of breath. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.